Event description:
The complainant reported that the automated impella controller (aic) controller had battery temperature high red alarm. The engineer checked the voltage and noted it was fine. The alarm resolved quickly. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. The evaluation revealed that the most likely cause for the failure mode is most likely due to pbm incorrectly reporting battery temperatures. The failure modes will be monitored and trended. ¿data analysis: in the aic logs for ic8020 (imc ic8020.pdf), the console received a momentary battery temperature high alarm #49 on march 7 which resolved 10 seconds later. Additionally, the lt logs show the momentary battery cell voltage spike, which confirms the theory momentary pbm miscommunication (ic8020 battery voltage spike.png). Although battery temperature did not spike also in the lt logs, it is believed that the sampling method did not record this transient temperature increase due to miscommunication. ¿device analysis:¿ the device was returned for investigation six months after the complaint date. The failure mode could not be reproduced, and the console had been functioning for the previous six months without the failure mode reoccurring. ¿root cause: the cause for the failure mode is most likely due to pbm momentarily miscommunicating battery temperatures. ¿repair:¿ please replace the pbm (0042-1125), then perform sections 18-20 of pm procedure (0042-7309) and a full functional check (0042-7316).